Event description:
On (B)(6) 2012, the reporter contacted animas to report the pump alarmed the user to replace the battery immediately after the battery had been replaced. The reporter also noted the battery cap was corroded. The pump had been exposed to water. There was no evidence of damage to the battery cap or battery compartment. There was no patient injury associated with this issue.

Manufacturer narrative:
The pump has been returned to animas; however, the investigation has not been completed. No conclusions can be drawn at this time. Once the evaluation has been completed a supplemental report will be filed.

Manufacturer narrative:
Follow-up #1 date of submission (B)(4) 2012 - device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: replace battery alarms were observed in the alarm history. Power on reset was observed in the mailbox. The pump was exercised for 24 hours with a test battery cap and there were no power issues duplicated during this time. The pump failed leak test with a battery compartment leak. A visible inspection of the pump showed a crack at the threads of the battery compartment. There was no moisture found on the pcb. Unrelated to the complaint, evaluation revealed a scratched display screen and worn keypad symbols, which has no effect on insulin delivery function.